Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the patient contacted animas alleging that he was attempting to deliver a bolus and received a "max tdd limits" alarm. Troubleshooting indicated that the date on the pump was set to (B)(6) 2013 instead of (B)(6) 2013. The patient confirmed that the time on the pump was correct. A review of the bolus history shows a bolus at 8:51pm on (B)(6) 2013, and a bolus at 9:18 am on (B)(6) 2013. The patient stated the bolus at 8:51pm on (B)(6) 2013 was correct, but that the 09:18 am bolus on (B)(6) 2013 was actually his morning bolus for (B)(6) 2013. The patient denied changing the date on the pump. The patient confirmed that the time and date do not reset with battery changes. It is unclear at this time how the date on the pump was changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-11-2017 with the following findings: the black box for the event date had been overwritten due to continuous use of the device. There was no unexplained time/date issue observed in the black box. The available black box shows a time/date reset after por event. A timekeeping accuracy test was performed and the pump maintained time accurately during 5 day duration test; however when pump was left without power for 1 hour and pump was powered back on it had returned to the default time/date 12:00am (B)(6) 2007. The time test was started but not completed due to a time/date reset issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.